Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) due to undersensing and overpacing in the ventricle. Additionally, one day post the patient's device changeout, the chronic right ventricular (rv) and right atrial (ra) leads were found to have dislodged. There was intermittent undersensing on both leads. The ra lead showed no capture and the rv lead showed intermittent capture. The physician was offered new leads to implant however, the physician opted to explant and re-implant the chronic leads. Using fluoroscopy, the leads were placed. Sufficient sensing and thresholds were obtained upon repositioning/lead revision. No patient complications have been reported as a result of this event.